Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4074 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient went to the clinic due to dizziness. The right atrial (ra) lead showed high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.